Event description:
The patient experienced a loss of therapeutic effect. The patient no longer felt stimulation in his back, just in his knees and toes. When he turns the stimulator on, it give him a big jolt then slowly depletes and then dies. The patient's symptoms were located at the paresthesia area. The patient was home and his status was reported as "fair". The patient was in more pain and didn't want to start taking too many oral medications. The patient was also unable to adjust his stimulation; only the 9 volt battery light was lit on the patient programmer. The patient was encouraged to contact his health care professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.